Event description:
The user has been experiencing pain, dizziness, and headaches when wearing her audio processor since shortly after it was activated on (B)(6) 2023. Initially, she could only perceive beeps and vibrations, with no sound perception on channels 10-12. During a follow-up appointment on (B)(6) 2023, the user reported increased dizziness specifically related to channel 9 and continued to have no sound perception on channels 10-12. As a result, she stopped wearing her ap for several months due to the dizziness and headaches. No trauma has been reported. As per latest information from (B)(6) 2024, explantation is considered. However, no date has been scheduled.

Manufacturer narrative:
According to the information received from the field the decrease in benefit was most likely caused by a migration of the electrode out of cochlea. The reported pain and dizziness during single channel stimulation was likely caused by extra-cochlear stimulation in the middle ear. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing pain, dizziness, and headaches when wearing her audio processor since shortly after it was activated on (B)(6) 2023. As a result, she stopped wearing her ap for several months due to the dizziness and headaches.